Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after bd nexiva¿ closed IV catheter system was placed it leaked from the hub. The following was received by the initial reporter: I was called to start an IV on an ldrp patient who was extremely anxious. I was able to start her with a #20 gauge IV on one attempt but the IV was faulty and leaked from the hub. IV removed and ldrp rn asked for a #18 gauge IV due to anesthesia requests. When I attempted to place the #18 I couldn't thread the IV. Patient became anxious, pale and felt like she was going to pass out. Cool washcloth and emotional support given. I was able to start the patient with a working #20 as well as draw the labs. Patient was comfortable upon my departure.

Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that after bd nexiva¿ closed IV catheter system was placed it leaked from the hub. The following was received by the initial reporter: I was called to start an IV on an ldrp patient who was extremely anxious. I was able to start her with a #20 gauge IV on one attempt but the IV was faulty and leaked from the hub. IV removed and ldrp rn asked for a #18 gauge IV due to anesthesia requests. When I attempted to place the #18 I couldn't thread the IV. Patient became anxious, pale and felt like she was going to pass out. Cool washcloth and emotional support given. I was able to start the patient with a working #20 as well as draw the labs. Patient was comfortable upon my departure.